Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. During explant, the lead insulation was observed to be damaged. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The connector portion was not returned with the lead. Visual and x-ray examinations of the lead did not find any anomalies with the exception of procedural damage. The reported events of noise and insulation abrasion could not be confirmed.